Manufacturer narrative:
Date sent to the FDA: 01/08/2021. Additional information was requested, and the following was obtained: the diagnosis and indication for the index surgical procedure? - ankle injury. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Other relevant patient history/concomitant medications. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is physician¿s opinion as to the etiology of or contributing factors to these events? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). The device history records reviewed, and no issue found. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Other relevant patient history/concomitant medications what is the physician¿s opinion as to the etiology of or contributing factors to this event? The following information was requested, but unavailable: were there any alleged deficiencies noted with the device that could have contributed to the patient¿s post-operative complications as mentioned in the event description? Were there any treatments given to the patient were prescribed or just routine cleaning? Could you please provide anti-inflammatory name and dose given? Was any surgical intervention performed specially re-suturing? Please explain was dehiscence noted?

Event description:
It was reported that the patient underwent a surgery of debridement and suture of arm trauma on (B)(6) 2020 and the suture was used. The patient experienced erythema and post-op inflammation after the surgery on (B)(6) 2020. Removal of the suture, wound cleaning with normal saline and dressing change daily were given to the patient. Anti-inflammation drugs were given once a day. Then the patient's wound healed well on (B)(6) 2020, and the patient was discharged from the hospital that day. Additional information has been requested.